Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having runny nose and difficulty to urinate. There was no report of serious or permanent patient harm or injury. The device was returned and evaluated by the manufacturer. The internal part of the device was inspected visually. The device's downloaded logs were reviewed by the manufacturer and no errors were found. The unit passed the final test.